Manufacturer narrative:
Device product name was unintendedly excluded in the initial report. This report contains missing information.

Event description:
Device 1 of 2 . Reference MFR. Report# 1627487-2019-02969.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-02969. It was reported the patient experienced lead migration. In turn, the patient underwent surgical intervention wherein both leads were explanted and replaced which resolved the issue.